Event description:
As reported, approximately two years post initial right side tka, this (B)(6) y/o female patient had a revision due to increase wear of the polyethylene insert. There was no breakage of the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is available for evaluation.

Manufacturer narrative:
Concomitant medical products: logic cr femoral por, left, sz 2.5 (cat# 02-010-04-0225 / serial#: (B)(4)). Lgc tibial fit tray cem sz 2.5f / 5t (cat# 02-012-45-2525 / serial# : (B)(4)). Three peg patella 35mm (cat# 200-02-35 / serial#: (B)(4)). Logic cr femoral por, right, sz 2.5 (cat# 02-010-04-0325 / serial#: (B)(4)). Lgc tibial fit tray cem sz 2.5f / 5t (cat# 02-012-45-2525 / serial#: (B)(4)). Logic tibial insert std, sz 2.5, 9 mm (cat# 02-012-47-2509 / serial#: (B)(4)). Three peg patella 35mm (cat# 200-02-35 / serial#: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of axial rotation mismatch of the femoral component relative to the tibial insert and third body wear, which led to wear of the polyethylene. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Section d4: serial number, expiration date, unique identifier (UDI) # section h4: device manufacture date.

Manufacturer narrative:
Additional information: a2, b5, b6, & b7 h7. Recall yes [number was reported in h9].

Event description:
Additional information received via the legal department- [revision right total knee replacement on (B)(6) 2022] there were no post operative complications, and she was discharged the next day and attended physiotherapy and hydrotherapy. By the end of (B)(6) 2022, the patient noticed significant improvement in her symptoms with subsidence of pain, stiffness and swelling in the right knee.